Event description:
It was reported to philips that the heartstart xl+ defibrillator had a red x and kept beeping. The opcheck showed a therapy pca failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.